Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the name of the surgical procedure is a partial nephrectomy. The issue resulted in a delay of 5-10 minutes. There was no patient injury. The monopolar curved scissors (mcs) instrument and mcs tip cover accessory were not inspected before use. The mcs tip cover accessory was recovered using a "window." The surgical task being performed when the mcs tip cover accessory fell inside the patient was "stop dissection." The surgeon is unsure of the exact cause of the event but suspects incorrect placement may have caused the mcs tip cover accessory to slip off. The mcs instrument was used for 45 minutes. It is unknown if there were any issues with the scissors during the surgical procedure. It is unknown if the scissors collided with other instruments during the surgical procedure. The mcs tip cover accessory was correctly installed using the installation tool. No lubricant was applied to the mcs instrument before installing the mcs tip cover accessory. No reducer was used. It was not difficult to remove the scissors and tip cover accessory. It is unknown if the instrument wrist was straightened during removal. No damage was noticed to the mcs tip cover accessory, mcs instrument, or cannula after the event. The procedure was completed robotically after changing the tip cover accessory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory and performed failure analysis. The mcs tip cover accessory was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The mcs tip cover accessory was inspected and found to have no physical damage. The mcs tip cover accessory was installed and tested on an in-house instrument. The instrument was installed and driven on the in-house system. The instrument was driven in all directions. At no point of the testing did the mcs tip cover accessory become loose or fall off from the mcs instrument. The instrument was removed from the system with no issues. The mcs tip cover accessory remained installed the entire time. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, when using the monopolar curved scissors (mcs) instrument, the mcs tip cover accessory detached in the patient's abdomen. The customer stated that detached sheath was retrieved during the same procedure and put back in place. However, the mcs tip cover accessory became loose. The procedure was completed robotically using a backup mcs instrument/accessory. There was no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the mcs tip cover accessory for further evaluation. As of the date of this report, the instrument has not been received.